Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging his one touch ultralink meter read inaccurately high when compared to another device. The complaint was classified based on additional information obtained by the medical surveillance specialist (mss) during a follow-up call with the patient on (B)(6) 2014. The patient stated the alleged inaccuracy started at an unspecified time on (B)(6) 2013. At an unspecified date/time the patient stated he obtained a blood glucose result of ¿90 mg/dl¿ with the subject meter and ¿68 mg/dl¿ with another device (ER/hospital meter), performed within 30 minutes from each other. Based on statistical methodology the calculated difference between these glucose results exceeds the expected value of less than or equal to 30%. The patient manages his diabetes with an insulin pump and stated he continued with his usual dose of medication in response to the alleged inaccurate result(s). On (B)(6) 2013, the patient stated that he went to the hospital for a ¿cardiac appointment¿ and because he had ¿edema in his arms and legs," the health care professional (hcp) brought him to the emergency room (ER). The patient reported, at an unspecified time after the alleged issue occurred, he developed symptoms of ¿flashes and sweaty.¿ the patient stated he was treated with orange juice by a hcp. During troubleshooting, the customer care advocate (cca) confirmed that the subject meter was set to the correct unit of measure setting. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.